Manufacturer narrative:
(B)(4). Approximate age of the device - 8 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital due to low flow alarms. During the following days, recurring low flow alarms sounded. A ramp speed study echocardiogram showed the left ventricle was not unloading as expected. The patient's plasma free hemoglobin level was 100 mg/dl and lactate dehydrogenase (ldh) level was 1000 u/l. Because of liver failure, the patient was not started on heparin, as the anticoagulation status was already appropriate for the patient's clinical situation. The patient remained in the hospital and was hemodynamically stable; however, approximately 9 days later, the patient expired reportedly due to co-morbidities / multi-organ failure. No further information was provided.

Manufacturer narrative:
Initial reporter: correction. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.